Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h12c08110. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA with supplemental information from the nurse of peritonitis in a female patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unknown date in (B)(6) 2012, the patient developed a fungal infection in the left kidney where the nephrostomy tube was placed. The fungal infection in the left kidney was untreated. On (B)(6) 2012, the patient developed fungal peritonitis and was hospitalized. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was readmitted to the hospital for nausea, decreased appetite, lower abdominal pain and possible peritonitis. The patient remained hospitalized. The possible plan of care for the patient was to remove the pd catheter and start hemodialysis, and to surgically remove the left kidney. The patient was not recovered from the events. Pd therapy was ongoing. Hydronephrosis did not worsen due to dianeal or extraneal therapy or to baxter devices or disposable products. Fungal peritonitis was related to the fungal infection in the left kidney that went untreated. The nurse stated that the events were not related to dianeal or extraneal therapy, or to baxter devices or disposable products.